Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Related manufacturer reference number: 2017865-2024-72331. It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited an unspecified low voltage output issue and low pacing impedance and the left ventricular (lv) lead exhibited an unspecified low voltage output issue. The rv lead was capped and replaced on (B)(6) 2024. No intervention was performed on the lv lead. The patient was in stable condition.